Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was fentanyl, bupivacaine, and dilaudid (hydromorphone), with unknown concentrations and dosages. The reason for use was spinal pain. Non-reservoir drugs were listed as morphine (prn) and oxycodone (prn). It was reported that the patient presented at the hcp¿s facility yesterday ((B)(6) 2018) with ¿respiratory issues.¿ the caller stated that they were calling now since the patient was in critical care unit and they are not allowed to be receiving drugs outside of what they are administering on ¿their unit¿ so they would like the pump stopped. The caller stated that they contacted the managing hcp office and was told to call the manufacturer as they can¿t come out to the facility to do any changes. The caller was transferred to nas (national answering service), but explains the rep¿s role. The caller stated that they left messages for a manufacturer¿s employee but had not heard back. There was no pump issues known, only the symptom. There were no further complications reported/anticipated.